Event description:
It was reported the physician was unable to advance the lead during a trial implant procedure due to previous cervical fusion surgeries. The case was abandoned. The patient was referred to a neurosurgeon for a paddle lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.